Event description:
It was reported that the pt heard a loud bang followed by pain at the implant site and headache, which always is present but gets intensified when the processor is worn and activated. Testings are unremarkable. The impedances are high but have not changed since first fitting. CT scan is unremarkable. The patient did not report any other problems. The headache is tolerable if the volume is 0%, but when the processor is activated even with a low volume map, the pain becomes unbearable and does not stop immediately after the processor was turned off. Another testing carried out on (B)(6), 2010 showed same results as before. The patient had pain during the testing and also with another map, which was tried. The patient was reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.